Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a total abdominal hysterectomy procedure, the staples did not form properly and the staple line fell apart. The surgeon sutured the staple line without pt injury.